Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up # 02 MFR report: . 1. Section a. Box 1. Patient identifier h3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned pc400 revealed an ovalization near the distal tip of its introducer sheath. If the rhv is over tightened on the introducer sheath, damage such as this may occur. This damage likely contributed to the reported complaint. During functional testing, the pc400 was unable to advance through its introducer sheath due to the ovalization on the introducer sheath. Further evaluation of the device revealed that the embolization coil had offset coil winds. This damage was likely a result of forcefully advancement against resistance during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left common carotid artery using penumbra coils 400 (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician placed two pc400s into the target location using the px slim. Then, while the physician attempted to advance the next pc400 out of its introducer sheath into the rhv of the px slim, the pc400 would not advance out of its introducer sheath. Therefore, the pc400 was removed. The procedure was completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.